Event description:
It was reported that the asymptomatic patient presented in the clinic for routine follow-up. Upon review, the right ventricular lead exhibited multiple oversensing episodes. On (B)(6) 2017, the patient returned to clinic. Upon interrogation, the lead exhibited ongoing oversensing issue which was noted on electrogram. Programming change was made. The patient remained stable and fine.